Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on (B)(6) 2008 a faulted system diagnostics changed the patient¿s settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/ magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No final interrogation was performed and it wasn¿t until the patient¿s visit on september 29, 2008 that the patient was reprogrammed to intended settings. No patient adverse events were reported to have occurred due to this settings change. The high impedance event has previously been reported on MFR. Report # 1644487-2008-01209.

Manufacturer narrative:
Analysis of programming history.